Manufacturer narrative:
As reported in a research article, an 82-year-old male patient with a history of vvi pacemaker for av block, frailty, stage 5 chronic kidney disease, and bilateral arm arteriovenous fistulas. The patient was observed to have severe calcification in the aortic valve with aortic annulus perimeter of 75.5mm. During implant of a 27mm portico valve, the moved towards the ventricle and was recaptured three times. When the valve was finally deployed, fluoroscopy revealed retrograde migration towards the left ventricle along with severe paravalvular leak (pvl) leading to rapid hemodynamic instability. The patient's blood pressure was 76/55 mmhg and heart rate was 112 bpm. Transthoracic echocardiography (tte) confirmed severe pvl behaving like acute aortic regurgitation. A decision was made to administer low doses of norepinephrine and avoid intravenous crystalloid administration to regain hemodynamic stability. A decision was made to use a snare catheter system to reposition the portico valve. Next, tte showed mild valvular regurgitation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported pvl appears to be a cascading effect of device migration. However, a cause of the device migration could not be conclusively determined. The reported hypotension and tachycardia appear to be a cascading effect of the pvl and device migration. The reported unexpected medical intervention was a result of case-specific circumstances as medications were administered and the device was snared. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use (IFU), ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿ ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿ d4: the UDI number is not known as the lot number was not provided. Literature: article titled "anterograde retraction with single snare catheter for repositioning a ventricularized transcatheter aortic valve guided with heart-navigator".

Event description:
The article, "anterograde retraction with single snare catheter for repositioning a ventricularized transcatheter aortic valve guided with heart-navigator", was reviewed. The article presented a case study of a 82-year-old male patient with a history of vvi pacemaker for av block, frailty, stage 5 chronic kidney disease, and bilateral arm arteriovenous fistulas. It was reported that on an unknown date, a 27mm portico valve was chosen for implant. During procedure, while attempting to deploy the valve, it was noted the valve had moved toward the left ventricle and was recaptured three times. When the valve was finally deployed, fluoroscopy revealed retrograde migration towards the left ventricle along with severe paravalvular leak (pvl) leading to rapid hemodynamic instability. It was reported the patient's blood pressure was 76/55 mmhg and heart rate was 112 bpm. Transthoracic echocardiography (tte) confirmed severe pvl behaving like acute aortic regurgitation. A decision was made to administer low doses of norepinephrine and avoid intravenous crystalloid administration to regain hemodynamic stability. A decision was made to use a snare catheter system to reposition the portico valve. Fluoroscopy and the heart-navigator were used to confirm the appropriate position. Next, tte showed mild valvular regurgitation and the team decided against a post-dilatation. At 6-months, the patient had remained asymptomatic and tte showed normal valve function and no pvl. [The primary and corresponding author was heberto aquino-bruno, interventional cardiology service, centro medico nacional 20 de noviembre, mexico city, mexico, with corresponding email: hebert.ab07@gmail.com]

Manufacturer narrative:
D4: the UDI number is not known as the lot number was not provided. Literature attachment: article titled "anterograde retraction with single snare catheter for repositioning a ventricularized transcatheter aortic valve guided with heart-navigator" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.